Manufacturer narrative:
We have inspected the qc documents of the last three batches of the affected screws shipped to the distributor and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The complaint form states, that the patient fell. This event caused the implant failure, due to high radial forces. This MDR involves 4 locking screws. This report is 1 of 4.

Event description:
It was reported that four locking screws broke post-op. Original implant date unknown.